Event description:
It was reported the programming head will not interrogate devices. The programming head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable found out of electrical specification. (B)(4).